Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip broke during procedure, tip was retrieved.

Manufacturer narrative:
Alleged failure: the product broke during the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device or device manufactured out of specification. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported the tip broke during procedure, tip was retrieved.